Manufacturer narrative:
Correction: h6 device code should have been 2950 rather than 3190.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Related manufacturer reference number: 3006705815-2021-01161. It was reported the patient underwent surgical intervention on (B)(6) 2021, wherein the two percutaneous leads were explanted and replaced with a penta lead. No further information is known at this time. Effective therapy was established post-op. Note: it is unknown which lead had an issue, as such both leads are being reported.